Event description:
It was noted the battery was completely dead.

Event description:
It was reported, the patient experienced an overstimulation sensation when the implantable neurostimulator (ins) was off and it was getting worse. The reporter stated that last night the ins was off and they took some gabapentin and the overstimulation woke them up. It was noted, the overstimulation usually started in the patient¿s ankle, but recently it started in their left toes and went up their legs. It was further noted the morning of this report, the overstimulation went all the way to the patient¿s waist. The reporter stated they had discussed this with a manufacturing representative and they told them that this was normal. It was noted, the patient had spoken with their healthcare professional (hcp) about this. Additional information received reported the cause of the event was unknown. Additional information received reported the patient had a painful nerve sensation from the ins even when the ins was turned off. It was noted, the patient had not recharged for three months. The reporter stated they contacted the manufacturing representative ¿a lot of times¿ and they kept telling him to go to their hcp. The reporter further stated their hcp said ¿take it off or this not the machine it not this.¿ it was noted, the patient had the system explanted a day prior to this report and as soon as the device was removed, the sensation went away. It was further noted, the patient did not have any pain from their nerves. The reporter stated they think the ins never shut off. It was noted the patient stated another reason for device explant was for MRI considerations. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# unknown, implanted: 2010 (B)(6), explanted: 2013 -(B)(6); product type lead. (B)(4).